Manufacturer narrative:
Device evaluation: lens was returned in a microcentrifuge vial with moisture on lens. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a vicmo 13.2, -18.00 diopter, implantable collamer lens tore before/during loading. A back-up lens was implanted during initial lens and this resolved the problem. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.